Manufacturer narrative:
Complaint investigation pending.

Event description:
Customer reports that patient was positive for all three markers on triage but negative on dade rxl. Patient has been tested on 3 different occasions and has had elevated results each time. Customer was unable to pull up results at this time. Patient was admitted each time. Falsely elevated results may lead to invasive procedure or medication.